Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that issue was probably not normal battery depletion.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that had no idea about the expected battery life based on the device settings. It was unknown what the cause was. Rep stated they were unsure of the exact reason, physician replaced lead and battery and patient was now running at 1.0 and below.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they are having the device replaced on wednesday because the battery is low which was supposed to last 10 years. The nurse practitioner at the doctor's office checked the device between christmas and new year's and said the implanted battery was low but that patient's amplitude was 3.0 and told patient she was not overusing it. Patient can tell the device is not functioning properly because patient is having incontinence at night and that is new. They are going to replace the interstim with an axonics device. Patient wanted to know the cause of shorter than expected battery longevity and feels they deserve compensation from mdt. Reviewed general considerations regarding battery longevity and device programming. Reviewed option to request explanted interstim system be sent back to mdt for analysis. Emailed field staff per patient request. Notified patient relations regarding patient request for compensation. New hcp who will be performing replacement procedure at (B)(6) hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.